Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicating the lead was explanted.

Event description:
Additional information was received indicating that following the reprogramming of the device, the right ventricular (rv) lead was replaced. The patient was in stable condition.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead resulting in oversensing and inappropriate therapy. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed and tachycardia therapy was disabled. The patient was in stable condition.